Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: a47293.

Event description:
A report was received that the patients ipg was non functional. It was noted that the device was not providing adequate relief. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices will not be returned.